Event description:
It was reported that the device received an error code 352.6700. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8110 error code 352.6700. Technical support documented the steps on how to fix the error code and recommended to replace logic board. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/26/2008 to the present date 10/21/2020 and note that this device has been returned for service once without correlation to the customer reported issue. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support recommend to replace logic board. The customer reported problem was confirmed. There is not enough information in the file to determine if a CAPA should be referenced.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of the failure was not identified. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device received an error code. There was no patient involvement.